Event description:
A cgm error 42 was reported by the caller, occurring three or more times on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, confirming that it was still under warranty. The customer was informed how to shift the pump to storage mode and was instructed to return it using a pre-paid label within ten days. Meanwhile, they planned to use multiple daily injections to maintain insulin delivery.